Event description:
During testing conducted at the user facility the tip of the device was found to be broken off. The initial reporter indicated that there was no patient involvement or procedural delays associated with this event.

Event description:
During testing conducted at the user facility the tip of the device was found to be broken off. The initial reporter indicated that there was no patient involvement or procedural delays associated with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
During testing conducted at the user facility the tip of the device was found to be broken off. The initial reporter indicated that there was no patient involvement or procedural delays associated with this event.